Manufacturer narrative:
Additional information has been requested regarding the device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on december 2, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site resulting in device non-use.